Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is hanns schmidt-mewes updated fields - b4, d9, e1 (initial reporter and email), e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - b5, h6(medical device ¿ problem code, health effect ¿ clinical code, health effect ¿ impact codes). The failure analysis and testing department received the touchscreen assembly, 12.1 associated with this complaint. This part was received with a reported unit failure message of touchscreen would not hold calibration and responding. The failure analysis and testing department performed a visual inspection, and part looks to in good condition. Installed touchscreen assembly, 12.1¿ into the cardiosave test fixture and tested to the cardiosave service manual. The fat department turned on the cardiosave test fixture in diagnostic mode and observed server message on screen and touchscreen did not respond. The failure analysis and testing dept. Verified the failure message of touchscreen would not hold calibration and responding. Touchscreen assy. Failed testing. Retaining touchscreen assy. In the fat department. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the touchscreen was not responding to touch. The fse replaced the touchscreen (d160-00-0123). The fse also replaced the safety disk due to it being past replacement cycle count. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was unresponsive or not functioning as intended. There was no injury reported.

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was unresponsive or not functioning as intended.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.